Event description:
It was reported via phone call that the customer has been hospitalized twice for high blood glucose. Nurse declined to provide further information ans stated that would have the customer call back. Nurse stated that they wanted the insulin pump replaced since the doctor believed it is not functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.